Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 185cm kinetix¿ guide wire was advanced. However, the device became stuck inside the introducer sheath but was able to advance eventually. During removal, the device got caught on the "step part" or in a "gap" and had difficulties to be moved. The device was then forcefully pulled out and the procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the returned product consisted of a kinetix guidewire. The shaft, middle shaft, and the remainder of the device were checked for damage. The device showed no damage. The device was inspected dimensionally on a led micrometer. The diameter of the kinetix guidewire was checked and was verified to be within specification. The guidewire and a test guide catheter were both hydrated. The device was inserted into the test direxion .021 guide catheter. The guidewire transcended through the catheter with no hesitations or restrictions. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 185cm kinetix¿ guide wire was advanced. However, the device became stuck inside the introducer sheath but was able to advance eventually. During removal, the device got caught on the "step part" or in a "gap" and had difficulties to be moved. The device was then forcefully pulled out and the procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was stable.